Event description:
It was reported that the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 23055 appeared on console #2. The customer tried to recover the error, but the issue was not resolved. The tse confirmed repeated recoverable errors 23055 in the logs indicating ergonomic issues. The customer elected to disable ergonomics on console #2.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.